Event description:
The system was explanted due to an injection. The surgeon decided to flash sterilized the original implant and reimplanted the pt. The pt is receiving acceptable therapy from the reimplanted system.